Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The intrinsic rhythm was ventricular tachycardia which had a rate that was below the therapy rate cut-off. The patient needed a congestive heart failure device, so the doctor explanted the subcutaneous system and implanted a transvenous congestive heart failure system. There were no additional adverse patient effects.